Manufacturer narrative:
Visual examination of the returned part does not show any gross deformation to the overall device; however, one of the thru holes does appear to have some wear. This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, k-wire would not go through pin hole. Used a smaller k-wire.